Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The syringe was empty earlier than expected. Approximately 2ml of solution was not accounted for. The medication concentration is 0.2mg/1ml. Reportedly doses delivered do not correlate with total volume administered. When the customer reviewed the drug history the volume reported was correct however the nurses note the syringe runs out earlier or they do not get enough doses for a full syringe.there was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Event description:
Two times on the same patient the syringe was empty earlier than expected. Approximately 2ml of solution was not accounted for. The medication concentration is 0.2mg/1ml. Reportedly doses delivered do not correlate with total volume administered. When the customer reviewed the drug history the volume reported was correct however the nurses note the syringe ran out earlier or there was enough doses for a full syringe.